Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the image sensor unit may be damaged (such as wire breakage) due to usage stress, external factors, or handling, or parts mounted on the electrical board (ic chip, capacitor, etc.) May be damaged. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. "[Inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device had no image. The issue was found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
E1- address: full name of the establishment is (B)(6) hospital. The subject device was received and evaluated. Device evaluation found image noise (image disappearance at angulation) caused by damage on ccd unit, image sensor breakage was noted. In addition, inspection found wear of angle wire, and due to wear, the bending angle in up direction does not meet the standard value. The video connector found deformed, noted with a crack. Furthermore, the following defects were identified during device inspection: adhesive on a-rubber (adhesive connection) has a chip. A-rubber has a scratch. Label on video connector is peeled. Label on light guide (lg) connector is peeled. Switch #1 and 3 has discoloration. Video cable has a scratch. Additionally, follow up was performed to gather additional information regarding the reported event, however, no pertinent information was provided other than stating unknown. Investigation is ongoing. This report will be supplemented accordingly following investigation.